Event description:
It was reported that approximately one hour into a da vinci s hysterectomy procedure, while using the maryland bipolar forceps instrument, a piece broke off and fell into the patient. The instrument fragment was immediately retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.